Event description:
It was also reported that atrial lead exhibited chronic noise causing inappropriate mode switch episodes on the device. There were no interventions performed and no patient symptoms were reported. The lead would be monitored.